Event description:
It was reported that the arctic sun device was leaking, but not from the drain ports. The chiller pump was leaking from y-piece of the hose. It was a not possible to fill the device and carry out the functional check. The chiller pump must be changed to perform functional check and to make a full diagnostic on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking, but not from the drain ports. The chiller pump was leaking from y-piece of the hose. It was a not possible to fill the device and carry out the functional check. The chiller pump must be changed to perform functional check and to make a full diagnostic on the device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.